Manufacturer narrative:
Patient information was requested but customer did not provide. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure the customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
The fse replaced the data acquisition to motor controller cable per (B)(4) to address the reported problem.

Manufacturer narrative:
Failure analysis on the returned data acquisition board shows that the returned da board was installed in an fi test ventilator. The ventilator was run in normal ventilation for 3 hours without any errors occurring. The reported problem was not duplicated.